Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, f10, and h6. There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device.

Event description:
It was reported that a 25mm valve in tricuspid position implanted for six months, was explanted due to recurrent infective endocarditis due to mrsa, vegetation, and severe tricuspid regurgitation. A 25mm 7300tfx valve was implanted in the tricuspid position in replacement. The patient was discharged on pod #42.

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 25mm valve implanted for six months was explanted due to unknown reasons. A 25mm valve was implanted in replacement.